Manufacturer narrative:
Concomitant product(s): product ID: pnma01411a004, lot# serial# unknown, product type: recharger. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for intractable spasticity and multiple sclerosis. It was reported that the patient¿s device was not charging and they had a broken belt. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). They stated that the patient was having issues with charging. Additional information from the patient clarified that they were seeing the 376 ins recharger (insr) code indicating antenna temperature failure and the reposition antenna screen. A replacement antenna was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.